Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly when the physician attempted to pull the sleeve through the sacrospinous ligament. The needle was caught inside the capio device. The physician tied a stand-alone suture to the mesh leg and sleeve, and pulled it through the ligament, successfully completing the procedure with this same device. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Information supplied in section f was completed by the manufacturer based on info obtained from the complaint. The complaint indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).